Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed and it was observed that the procedure selected was "tumorresectionoptical" and there was an error metric ranging from 1.9 mm to 9.3 mm. It was observed that there is one magnetic resonance (mr) exam from the archive with equal spacing and thickness which is 1mm. Images were optimal for navigation but cropped a little on the crown region and also sharply from start of nose. The model was symmetrical yet with few of the additional artifacts. The symmetry in the exam along with cropped crown and nose might have resulted in the in the issue. Also, the trace pattern did not seem to start from the tip of nose and few points outside the anatomy are observed. Suggesting to use scans that covered more of the anatomical features and also use christmas tree pattern starting from the tip of the nose for better registration accuracy. There was insufficient information to determine the root cause of the reported issue. Code d15 and previously reported codes b01, c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the patient was prone and when attempting three point touch, the trace points were not accurate. They traced the patient in the prone position. When they just traced, they were able to have a successful trace. There was less than an hour delay to the procedure, and no reported impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. There was no reported issue. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.